Event description:
It was reported- charger got so hot it melted at the charging port. She is not sure if the cable and wall adapter are ours. She will send in with complaint case # - it is out of warranty. The audiologist did not know if the ha inside the charger. The exact date of incident is unknown. This is a combined (initial and final) report. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). The DHR review have been completed. No deviation or changes were found during manufacturing of the device. Technical investigation from parent case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. Micro usb is a very well known and used standard but can mechanically break down. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk analysis is included, the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury and indicates need for reporting. This is a combined report (initial and final). No further information is expected.